Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion and crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on valve bond edge to an unidentified (tear) opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device remains implanted.